Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessories to perform failure analysis. The reported issue was confirmed by failure analysis. The mcs tip cover exhibited localized melting with a crater-like hole approximately 0.12" x 0.09" at the silicon over mold, which was indicative of arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a hole in the monopolar curved scissors (mcs) tip cover accessory with the use of energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the scissor wasn't inspected. There wasn't any problem. The mcs was used during the procedure. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs prior to tip cover installation. The tip cover and mcs were not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.